Event description:
The dealer states that there is a issue with the wires on both motors. If the dealer messes with the wires it will start but then when he lets go it will stop. The right motor is grinding and jerking.